Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurement, lead remains in service, this type of malfunction could lead to death or serious injury if it were to occur again.